Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. The alarm occurred while changing the reservoir. Customer cannot recall their blood glucose reading. Customer stated the drive support cap was normal. The insulin pump will be returning for analysis.